Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components was used to treat an atonic uterus postpartum hemorrhage. The device was not tested prior to use. The doctor inserted the balloon by hand and was not in proximity or handled with any metal tools. After the balloon was inflated with 400 ml of saline, the device lost pressure and fell out of the patient's body. It was unable to be determined what part of the device was causing the leak. The procedure was completed by using an alternative method (b-lynch suture) to stop the bleeding. Total estimated blood loss was 800 ml. The patient did not require a blood transfusion. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during a vaginal delivery, a cook bakri postpartum balloon with rapid instillation components was used to treat an atonic uterus postpartum hemorrhage. The device was not tested prior to use. The doctor inserted the balloon by hand and was not in proximity or handled with any metal tools. After the balloon was inflated with 400 ml of saline, the device lost pressure and fell out of the patient's body. It was unable to be determined what part of the device was causing the leak. The procedure was completed by using an alternative method (b-lynch suture) to stop the bleeding. Total estimated blood loss was 800 ml. The patient did not require a blood transfusion. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted for the device. The complaint device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded a definitive cause of the event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.